Event description:
The customer claims that the alarm unit has no power. Customer had changed the batteries. No pt injury reported. Posey evaluation shows the alarm unit does power on. However, the unit battery connector is broken and has no alarm tone.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm unit battery connector is broken. The unit has no alarm static only. (B) (4).